Event description:
It was reported that the patient experienced a shocking or jolting sensation in the left leg while stimulation was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3888-28, lot# j0102011v, implanted: 2001 (B)(6), explanted: na; extension: model 7495-25, serial# (B)(4), implanted: 2001 (B)(6), explanted: na; programmer: model 7434-e, serial# (B)(4), (B)(4),